Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screen went off. Blue and bad image.

Manufacturer narrative:
(B)(4). The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: " cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, fan / insufficient cooling, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp), extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source from camera head, connected monitors, leaking, use error. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screen went off. Blue and bad image.